Event description:
The patient underwent hip revision surgery due to recurrent dislocation. The primary implant was approximately 6 weeks ago.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Additional event information was requested but not provided to customer quality. A search of the complaints databases finds no other reports against the provided product and lot code combinations since their release to distribution. Additionally, research using as400 and jde indicates several other devices from the reported lots have been delivered and are considered successfully implanted as no other reports have been received. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been identified.